Event description:
Patient said it would shut down on internal and external it did not matter what source was being used. Parent of the patient was there and switched patient to back up vent at the time of the episode. No patient harm noted.